Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (srw) (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a monitoring voltage measurement of 2.56 volts and a charge time measurement of 9.2 seconds. An srw assessment was not completed at the time of this initial report, and on that basis, the boston scientific crm technical services consultant suggested monthly follow up, until such time that an assessment would be done. There was no report of adverse patient effect.